Event description:
It was reported by the user facility that the pt became ill during a hemodialysis treatment.

Manufacturer narrative:
It was reported that the pt experienced an adverse event during treatment with fresenius products. A system level review is being conducted for all concomitant products in use during the treatment. Additional info regarding the event as well as medical records were requested but have not been received up to date. The plant investigation is currently on-going. A supplemental medwatch report will be submitted once the plant investigation and clinical investigation are complete. Associated mdrs #: 2937457-2013-00174, 1713747-2013-00354, 1713747-2013-99938, 8030665-2013-00573, 3005162618-2013-00019, 3005162618-2013-00020.